Event description:
A pediatric patient had an estimated blood loss of 371 ml when the content of the extra-corporeal circuit was not returned to the patient following four consecutive clotted prismaflex hf1000 sets. The patient was transfused with 2 units of packed red blood cells.